Event description:
The patient underwent generator replacement surgery due to low battery. The explanted generator was received by the manufacturer for analysis; however, analysis has not been approved for the generator to date. No additional relevant information has bee received to date.

Event description:
Analysis was approved for the returned generator. When received, the final data was downloaded from the generator and reviewed. The data indicated that the generator was pulse disabled due to end of service and could no longer supply stimulation; however, only 48.231% of the battery capacity had been consumed to date. The impedance values of the most recent significant impedance change were within the normal limits. The generator was interrogated, but system diagnostics could not be performed due to the end of service condition. The generator was opened and contaminates were observed on the internal circuitry. With the generator case removed and the battery still attached to the circuitry, the battery measured 1.986 v, confirming the end of service condition. The battery was subjected to electrical testing and failed several tests. Based on the electrical testing results, the contaminates on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery.

Event description:
The physician reported that the battery status indicator had reached the intensified follow-up indicator - yes status approximately 2 years after implant. The physician noted that the vns settings for the patient's device were not inordinately high to contribute to excessive battery depletion. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
A physician reportedly had a gut feeling that a patient's device was showing signs of premature battery depletion. According to the physician, the battery statuses on the patient's device were changing quicker than those of other patients' devices that were implanted around the same time. A company representative indicated that the patient's battery status indicator was still displaying a green icon at the time of the report. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include allegation against manufacturing process.

Event description:
The device history records were reviewed and confirmed that the device was manufactured using a process that may have contributed to premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The device had been programmed to the same settings from the date of implant through the end of the available programming history 1.5 years later. The history revealed that the 25% battery life remaining indicator was observed during several clinic visits although less than 30% of the battery capacity had been consumed. These markers indicated that the battery voltage was dropping faster than typical. There was no evidence that the device had come into contact with an electrocautery tool on the date of implant. No additional relevant information has been received to date. No surgical intervention has occurred to date.